Manufacturer narrative:
The complaint evaluation for architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. The ticket search determined normal complaint activity for the lot. Trending review determined no adverse trend for the product. Labeling review concluded that the issue is adequately addressed. Device history record review did not identify any non-conformances or deviations with the complaint lot. In house testing determined that the specificity performance is not negatively impacted. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and suggested that the performance of the lot is acceptable. Based on the evaluation, it is determined that there is no general issue with the architect total hcg reagent lot identified in this complaint. No product deficiency was identified.

Manufacturer narrative:
The entire postal code is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect bhcg of 241.15 miu/ml on (B)(6) 2020 with patient sid (B)(6) (female, (B)(6) year old, chinese). A new sample was obtained, sid 01, generating a negative result of <1.25 miu/ml. The account uses a bhcg reference range of 0 to 5.3 miu/ml. It is unknown if the patient is pregnant. No impact to patient management was reported.